Manufacturer narrative:
Based on the descriptions of the event by user facility, the device functions normally. The initial observation of no flow could be due to poor connection with connector used on patient site. Device history record for this lot did not show any no flow issue. Retained samples were also subjected to flow test and the device flows normally.

Event description:
Smartez pump ((B)(4). Lot# s8c58) containing zosyn 4.5 grams in o 9% sodium chloride 100 mls is not infusing pt / rn is having to troubleshoot before it will work properly. Pt line if flushing fine.